Manufacturer narrative:
The alinity ci-series system control module (scm) was inspected due to incorrectly identifying patient sample tube locations in the sample racks after replacement of the rsm barcode reader. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no contributing factors to the current complaint issue and no subsequent tickets associated with the complaint issue. A review of tracking and trending for the alinity ci-series and the rsm barcode reader did not identify any trends. A 12 month review for similar complaints found one similar complaint, however no trend was identified. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity ci-series system control module (scm), sn (B)(6) or the rsm barcode reader was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed barcode reader issue involving the alinity ci-series system control that generated multiple incorrect results for the alinity I and alnity c processing modules after the installation of the new reagent and sample manager (rsm) barcode reader. The rsm barcode reader was replaced on (B)(6) 2023 and the customer reported the barcode reader was reading the sample in a different direction from (B)(6) 2023. The impacted sid information provided as below: alinity c: impacted sids: (B)(6) for multiple analytes including albbcg2, alkp2, alt2, ast2, bili d, bili total, calcium, cl-c, crenz, crp48, ggt2, index hemolysis, abs hilref, index icterus, k-c, ldh2, lipase ng, index lipemia, magnesium, na-c, phosphorus, tpro2, iron2, co2, cl-c, transf, uric2, albbcg2, glucose, trig2, ultra hdl alinity I: impacted sids: (B)(6) for multiple analytes including vit d25oh, fsh, tsh, estradiol, shbg, testo, dhea-s, lh, prolactin, free t4, progest, nt-probnp, total psa, cea, ca19-9xr, folate, vitaminb12, free psa, ferritin, ca 15-3, ca 125 ii since the barcode reader read in the reverse order the initial results of sid bf5gda1vuk were generated with the sample tube (B)(6); and sid (B)(6) were generated with sample tube (B)(6). The following examples were provided: sid (B)(6) alkp2 initial result was 125.82, repeat result following correction was 1,080.85 u/l sid (B)(6) alkp2 initial result was 1,118.33, repeat result following correction was 115.21 u/l sid (B)(6) on position-6 that read by the barcode reader testosterone was 9.318 ng/ml which does not match with patient history, repeat on another analyzer was 0.327 ng/ml. Sid (B)(6) was not in position 6 was in position-1 on rack and sid (B)(6) was on position-6 which repeated for testosterone was 9.336 which matched the initial testosterone results, confirming that barcode reader reading in wrong direction for the patient barcode label. It was reported during the misread/barcode read issue, an in vitro fertilization (ivf) patient with sid (B)(6) missed insemination due to delayed estradiol results. The delay caused the patient to miss the insemination period. On (B)(6) 2023 the initial result estradiol result was 24.6 ng/l and this would mean the uterus was not ready for insemination, so the insemination was moved to (B)(6) 2023. The corrected estradiol results were 125.6 ng/l; therefore, the ivf should have been done on friday (B)(6) 2023 and on monday (B)(6) 2023 the estradiol level was not good anymore. The patient has to wait another month for insemination treatment. No further patient impact to management was reported.

Event description:
The customer observed barcode reader issue involving the alinity ci-series system control that generated multiple incorrect results for the alinity I and alnity c processing modules after the installation of the new reagent and sample manager (rsm) barcode reader. The rsm barcode reader was replaced on 13oct2023 and the customer reported the barcode reader was reading the sample in a different direction from 13oct2023 through 14oct2023. The impacted sid information provided as below: alinity c: impacted sids: (B)(6) for multiple analytes including (B)(6). Alinity I: impacted sids: (B)(6) for multiple analytes including (B)(6). Since the barcode reader read in the reverse order the initial results of sid (B)(6) were generated with the sample tube (B)(6); and sid (B)(6) were generated with sample tube (B)(6). The following examples were provided: sid (B)(6). Initial result was 125.82, repeat result following correction was 1,080.85 u/l sid (B)(6) initial result was 1,118.33, repeat result following correction was 115.21 u/l sid (B)(6) on position-6 that read by the barcode reader testosterone was 9.318 ng/ml which does not match with patient history, repeat on another analyzer was 0.327 ng/ml. Sid (B)(6) was not in position 6 was in position-1 on rack and sid (B)(6) was on position-6 which repeated for testosterone was 9.336 which matched the initial testosterone results, confirming that barcode reader reading in wrong direction for the patient barcode label. It was reported during the misread/barcode read issue, an in vitro fertilization (ivf) patient with sid abhua367l missed insemination due to delayed estradiol results. The delay caused the patient to miss the insemination period. On 13oct2023 the initial result estradiol result was 24.6 ng/l and this would mean the uterus was not ready for insemination, so the insemination was moved to 16cot2023. The corrected estradiol results were 125.6 ng/l; therefore, the ivf should have been done on friday 13oct2023 and on monday 16oct2023 the estradiol level was not good anymore. The patient has to wait another month for insemination treatment. No further patient impact to management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information for multiple sids: (B)(6). All available patient information was included. Additional patient details are not available.